Manufacturer narrative:
The icy catheter in complaint was returned to zoll on (B)(6) 2022 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
A patient underwent ivtm therapy for hypothermia after being resuscitated from cardiac arrest. The icy catheter (lot # 169857) was smoothly inserted into the patient's right femoral vein in one attempt. There were no adjunctive temperature management or relative procedures performed on the patient. The patient's temperature was 37°c, and the target temperature was set to 34°c at the max rate. During the cooling phase of the treatment, the nurse observed a blood tinge in the start-up kit (suk) tubing, indicating a potential catheter leak. The nurse observed that the volume of saline in the saline bag had decreased and paused the treatment before the thermogard system generated any alarms. There was no fluid observed on the patient's bed, the thermogard console, or the floor. The patient's body temperature was 36.5 °c, and the dwell time of the catheter was 48 hours at the time. Infusion of about 200 milliliters of saline into the patient's bloodstream was suspected. The catheter was replaced. A new suk was installed to the same thermogard console, and the treatment was completed. The zoll clinical application specialist (cas) was at the customer site and performed a leak check as per zoll's IFU, but no leak was observed from the catheter. No consequences or impacts on the patient.

Event description:
Patient # 1: a patient underwent ivtm therapy for hypothermia after being resuscitated from cardiac arrest. The icy catheter (lot # 169857) was smoothly inserted into the patient's right femoral vein in one attempt. There were no adjunctive temperature management or relative procedures performed on the patient. The patient's temperature was 37°c, and the target temperature was set to 34°c at the max rate. During the cooling phase of the treatment, the nurse observed a blood tinge in the start-up kit (suk) tubing, indicating a potential catheter leak. The nurse observed that the volume of saline in the saline bag had decreased and paused the treatment before the thermogard system generated any alarms. There was no fluid observed on the patient's bed, the thermogard console, or the floor. The patient's body temperature was 36.5 °c, and the dwell time of the catheter was 48 hours at the time. Infusion of about 200 milliliters of saline into the patient's bloodstream was suspected. The catheter was replaced. A new suk was installed to the same thermogard console, and the treatment was completed. The zoll clinical application specialist (cas) was at the customer site and performed a leak check as per zoll's IFU, but no leak was observed from the catheter. No consequences or impacts on the patient. Please see the following related MFR report: MFR # 3010617000-2022-00609 reported in ccr (B)(4) for patient # 2.

Manufacturer narrative:
B5 (describe event or problem) was corrected.

Manufacturer narrative:
The reported complaint of "a potential catheter leak" was not confirmed during functional testing of the returned icy catheter (lot # 169857). No issues or discrepancies were found on the catheter. No leak or malfunction was observed during testing, and the catheter functioned as intended. Also, the zoll clinical application specialist (cas) was at the customer site on the reported event date and performed a leak check as per zoll's IFU, but no leak was observed from the catheter. Visual examination of the returned catheter was performed and found no physical damage to the catheter. Dried blood residue was observed in the distal and medial luered tubings. Functional pressure leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. The catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi, and no issues were observed. The balloons did not leak during inflation and deflation. In addition, the returned catheter was connected to a known good suk and ran on a peristaltic pump for 10 minutes at a high-speed rate. No leak was found, and the catheter functioned as intended. During further functional testing, the returned catheter was connected to a known good suk and ran on a console system in both warming and cooling modes for a total of 2 hours. The system ran in the max warming mode with a target temperature at 37°c for 60 minutes and in the max cooling mode with a target temperature at 35°c for 60 minutes. No leak was observed on the catheter. The balloons were properly warming during the warming mode and cooling during the cooling mode. The red pinwheel of the suk was spinning as normal. No problem was found, and the catheter performed as intended.